Event description:
It was reported that a patient underwent a sling procedure by hammock approach in 2007. Redundant vaginal mucosa over the cysto-urethrocele was also excised concomitantly. During the procedure, the surgeon placed the sling into the bladder and the patient subsequently had blood in her urine. A cystoscopy was done by a urologist to confirm the bladder perforation and mesh was seen in the bladder. The vaginal mucosa was re-opened and the mesh was easily removed and the vaginal mucosa re-sutured. The patient went home the same day with no hospital extension with a foley catheter for fourteen days. The catheter was then removed and no subsequent sequelae were noted.

Manufacturer narrative:
Conclusion: the surgeon opines that the contributing factors to the sling being placed in to the bladder were the patient's previous anterior colporrhaphy and uterine suspension with subsequent distortion of normal anatomy and development of paravaginal scarring.